Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle was not attached to the thread. It was found prior to use.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there is one previous confirmed complaint of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 6 open samples with needle detached from the thread (thread is still wound on the pack). Considering there are 6 open samples detached and still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle is escaped from the thread. Final conclusion: considering that the open samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.